Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. UDI: (B)(4) investigation summary a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. On viewing the returned photo, an arthroscopic image was observed showing that the plate is out of the tissue. A manufacturing record evaluation was performed for the finished device 158l865 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the visual findings of the photo provided, this complaint can be confirmed. A possible root cause for the issue experienced by the customer can be attributed to the procedural variables, such handling of the device or product interaction during procedure; the depth penetration of the tissue could have not been maintained, therefore, the plate did not fully trespass the soft tissue and it was pulled out along with the device, however, this cannot be conclusively determined. As per instructions for use (IFU) fully squeeze the red deployment trigger while maintaining depth positioning to deliver the first implant. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in china that during a meniscal repair surgical procedure performed on (B)(6) 2023 it was observed that plate pulled out when using truespan 12 degree peek anchor device. It was reported that another like device was used to complete the procedure. There were no reported adverse patient consequences. There was no surgical delay reported. No additional information was provided.